Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir. Analysis inspected reservoir, snap-cap, and septum for anomalies. None were found. Analysis ran occlusion test: reservoirs filled with diluent, and connected to a new infusion set. Analysis installed reservoir and connector into an insulin pump. Performed pump manual prime. The fluid flowed through infusion set and out catheter tip. Conclusion: reservoir not occluded. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarm. The customer stated that they were having high blood glucose of 499 mg/dl at the time of incident. The customer stated that the insulin would not exit during fixed prime. The reservoir was returned for analysis.